Manufacturer narrative:
Corrected data: in the initial MDR section h4: device manufacture date was populated as 2/5/2021, however, the correct date is 2/6/2021. Additional information: section d9: device available for evaluation? Yes section d9: returned to manufacturer on: aug 10, 2021 section h3: device evaluated by manufacturer¿ yes device evaluation: complaint product was returned in its original packaging with sheet labels, patient, and implant card. Upon evaluation of the received sample, the plunger was in a fully advanced position, and the pushrod looked centered. All the components were correctly assembled, and no defect related to manufacturing process was identified. Traces of lubricating material was observed in the cartridge. The lens was not returned for evaluation. Due to the condition of the sample returned the reported issue could not be verified, and product quality deficiency could not be determined. Manufacturing record review: the manufacturing process record was evaluated and revealed that the product was manufactured and released according to specifications. A search of complaints revealed 1 other complaint has been received for this production order number and the investigation is still ongoing. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
If implanted, give date: not applicable, as lens was removed/replaced during the same procedure. If explanted, give date: not applicable, as lens was removed/replaced during the same procedure all pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that an intraocular lens (iol) was partially inserted and removed from the patient's eye due to haptic came out the wrong way. The iol was replaced with a same model and diopter lens. There was no incision enlargement, no vitrectomy, and no sutures required. There was no patient injury and the patient is doing fine post-op. No other information was provided.